Event description:
It was reported to philips that the device has a red x in the ready for use indicator and is making a chirping noise. There was no reported patient involvement/adverse patient impact.